Manufacturer narrative:
An investigation is currently under. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states pt received palindrome hemodialysis on (B)(6) 2013. The catheter was pulled and replaced when there was a small pin hole in the extension tubing of the catheters proximal to the clamp.